Event description:
Customer reported an issue with the spectrum monitor, which may have affected spo2 monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and verified the problem. As a precautionary measure, all the cables were reseated and cpu board was replaced. Unit was calibrated and safety tested to factory's specs.